Event description:
It was reported a patient underwent a right total shoulder arthroplasty. Subsequently, one (1) year and nine (9) months later, the patient reported lifting drywall when the right shoulder popped and dislocated. It was reported the polyethylene component was disassociated. As a result, one day later, the patient underwent a second (2nd) revision of the humeral tray, humeral liner, glenosphere and glenosphere locking screw. No medical or surgical interventions were reported. The patient impact was reported as resolved with new construct implantation. No additional information is available.

Manufacturer narrative:
D10: 320-38-00 - equinoxe reverse 38mm humeral liner +0 (B)(6). 300-30-06 - equin preser tray adap plate tray +0: (B)(6). 320-01-38 - equin rev 38mm glenosphere: (B)(6). 320-15-01 - eq rev glenoid plate: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). H10: multiple MDR reports were filed for this event, please see associated reports: 1038671-2025-02796, 1038671-2025-02797. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2025-02019.